Event description:
It was reported that the left ventricular lead had "pacing failure" due to intermittent capture. A temporary lead was placed; however, this lead also had "pacing failure." The patient's potassium level was 7.7 mmol/l and the patient's electroyltes were unbalanced. The device was temporarily reprogrammed until the patient "got well" when the device returned to the previous settings. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: kdr901j implantable pulse generator 2007 (B)(6); 5554-45 implantable pacing lead 2002 (B)(6). (B)(4).